Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report#1627487-2016-03858. It was reported the patient experienced uncomfortable stimulation and as a result she opted to turn therapy off. Reportedly, reprogramming was unable to provide effective coverage with the two remaining implanted leads (ref MFR report#1627487-2016-03808). Surgical intervention is pending as the next course of action to further address the issue

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2016-03858. Follow-up identified surgical intervention was undertaken on (B)(6) 2016 during which time 2 leads were placed over each ear in the temporal area and a 3341 extension added. Postoperatively, stimulation was comfortable and restored. The issue is resolved.